Manufacturer narrative:
Manufacturer ref (B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported symptom "pump turns off when unplugged from ac power with a battery attached" which was not confirmed or reproduced. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2015-06718 can be removed from the FDA database.

Event description:
It was reported that a spectrum pump shuts off when unplugged with a battery attached. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.